Event description:
The customer reported that the unit was given error code message of da pcba through follow-ups, customer stated that the event occurred during transport and when the nurse tried to hook it back to the patient, the unit went ventilator inoperative with error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed. Nurse switch to a new unit. The customer does not have patient's details, but there was no patient harm.

Event description:
The customer reported that the unit was given error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed. It is unknown if the unit was in clinical at the time the reported issue was discovered and it is unknown if there was harm to the patient or the user.